Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings:a review of the pump black box data revealed a cs 064 call service alarm. A cs 064 call service alarm was emitted during an attempted load step. A cartridge storage cap was found in the cartridge compartment, and was preventing the piston from moving. The cartridge storage cap was removed from the cartridge compartment, and the rewind, load, and prime steps were completed successfully.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston in the pump cartridge compartment did not retract during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.